Event description:
The customer reported that the device jaws could not be re-opened while on tissue. The device was removed by prying the jaws open with another instrument. The surgeon opened another and completed the procedure with no further difficulties. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.